Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to this reported event. Additional information was requested, including that the device return for analysis. Should additional information become available a supplemental report will be sent. Piece of device retained at hospital.

Event description:
This procedure was performed in (B)(6): after the insertion of a .014 guidewire through the 7f guide catheter in the internal carotid artery, the physician prepped the filter and loaded it over the primary guidewire. The distal tip of the spiderfx delivery catheter reached beyond the lesion, which was located in the bifurcation. While the physician was advancing the delivery catheter up to the point where he would normally deploy the filter, he noticed that the delivery catheter was being advanced with much difficulty, and also the primary guidewire was moving down towards the bifurcation. In order to prevent damage to the device and to examine what was wrong, the physician advanced the primary wire up to the proper position and removed the spiderfx from the patient. Immediately after the extraction the physician saw that the distal part of the spiderfx delivery catheter, from the primary wire exit port to the distal tip was missing. The physician performed angiography and located it in the internal carotid artery. The physician attempted to remove it by using a snare unsuccessfully. After that the physician had to operate on the patient to remove the broken part.